Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during a recapture attempt for repositioning, the handle of this delivery catheter system (dcs) separated into two parts. It was not possible to proceed with the implant and the valve and dcs were removed from the patient with the capsule partially open. The physician reported there was a possible misload which may have contributed to the issue. A non-medtronic valve was successfully implanted. No adverse patient effects were reported. Note: it was reported that upon removal from the package there was something a little bit loose, because the two parts of the handle partially separated during valve loading, but was easily reconnected, so that the valve could be loaded. Both deployment knob tabs were intact. The loader had loaded more than 100 valves. The deployment knob trigger was not used at any point; the handle was not over-driven and there was no unusual tension felt in the system during loading/deployment/recapture. This issue occurred when the capsule was 2/3 open. There were no damage/marks noted on the deployment knob.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.